Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary procedure with a csi diamondback orbital atherectomy device (oad), a perforation occurred. A type c, 80% stenosed lesion in the ostial circumflex artery was treated with the oad and balloon angioplasty. Imaging had been performed between orbital atherectomy and balloon angioplasty. When the patient was in recovery after the procedure, a pin-sized perforation caused by a shard of calcium puncturing the circumflex artery was observed on angiographic imaging. It was unknown when during the procedure the perforation occurred, and it was unknown if the perforation was caused by the oad or the balloon angioplasty. The patient was brought back to surgery, and pericardiocentesis was performed to resolve the perforation. The patient was discharged and was doing well following the procedures.